Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ (org)/vena cava (vc) perforation, embedment, retained filter fragments, bleeding, pain, nerve pain, scarring filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported retained filter fragments, bleeding, pain, nerve pain, and scarring are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog # and lot# are unknown, however, the alleged tulip is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received as follows: patient allegedly received a filter via the {vein listed in the pps} post pulmonary embolism (pe). Reportedly, the patient underwent a sternotomy procedure to remove a piece of fractured filter strut from the heart approximately ten years later. Two months after the sternotomy, patient underwent a percutaneous, complex filter retrieval procedure. Patient is alleging device migration and fracture, vena cava and organ perforation, and bleeding. Patient notes and further alleges experiencing pain due to strut migration to heart, nerve pain, and scarring. Per the retrieval report (successful): 'a standard sternotomy was performed, and a retractor was placed. The pericardium was opened and slung and a good amount of old and new clot were removed from the pericardium". "I carefully inspected all accessible chambers and was unable to find the source of hemorrhage". "... Noted a sharp piece of metal protruding through the rv [right ventricle] within 1 mm of the rca [right coronary artery]". "I felt this was likely a fractured ivc filter leg". "...I felt it was safe to pull the leg through the rv wall which I did. The object did in fact appear to be a fractured filter leg and measured 2-3 cm in total then glued a nuknit patch across the defect with bioglue". There was no bleeding at the site". "I then closed the soft tissues in layers. There were no evident complications". Per the report from computed tomography (CT): "impression: 1. Infrarenal ivc filter with questionable small thrombus near the tip of the filter. One of the filter legs appears to protrude leftward though the ivc wall. 2. No other findings suspicious for deep venous thrombosis elsewhere within the abdomen or pelvis". Per the report from CT: "CT venogram reveals poor opacification of the iliac veins and ivc secondary to poor timing. No dvt or thrombus is noted. Residual thrombus in the apex of the filter reported on 05/30/2023 is not clearly visible on the current study. However, again, venous opacification is suboptimal. There is an ivc filter in place in the pararenal ivc. There is extrusion of one leg medially into the retroperitoneum. There is extrusion of a second leg anteriorly towards the pancreas. The remainder of the filter appears grossly intact". Per the retrieval report (successful): "impression: successful forceps and snare ivc filter retrieval via right internal jugular vein and right common femoral vein access these". Per the report from CT: "status post ivc filter removal. There are 2 thin curvilinear metallic densities within the juxtarenal ivc peripherally, likely representing retained ivc filter struts". Per the report from x-ray: "there are two small fragments of the filter remaining which were not seen during ivcf removal because of their size and the resolution of fluoroscopy. "One of the fragments is vertically embedded in [the] ivc and both unlikely to be readily retrievable and also highly improbably to migrate".

Manufacturer narrative:
Section e3: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: bilateral pulmonary emboli, fracture, complex retrieval, migration. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2014. While implanted and before removal, 3 of the filter's struts have fractured and migrated. 1 of 3 of the filter's struts migrated to the right ventricle of the heart. Approximately 9 years later, the strut was removed from the right ventricle. Due to related complications, patient developed bilateral pulmonary emboli. Approximately 2 months later, patient underwent a complicated ivc filter removal. There are two remaining fractured struts in the heart and lung to date. Hospital and medical records have been requested but not yet provided.